Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, but the malfunction code recurred. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.